Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the ratchet control cap is frozen and is broken away from the handle. Previous investigations found the root cause is attributed to a supplier assembly process. (B)(4) was implemented on january 10, 2011 to improve the design of the cap retention and the ratchet engagement. The returned sample was manufactured in 2010, before the design change. The sample is over 6 years old. No further action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The screwdriver handle is spinning and the shaft is not.